Event description:
It was reported that prior to starting a da vinci surgical procedure, the mega needle driver instrument was noted to have stiff tip. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable contributing to a lack of intuitive motion. One grip close cable was broken at the instrument distal idler. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.